Event description:
Spouse of elderly diabetic reported a hypoglycemic event which led to hospitalization of the diabetic. No info was available on the treatment rec'd. The device had been providing elevated blood value prior to the event. An add'l 5 units of insulin was administered in the evening prior to the event as directed by physician. The diabetic had not been storing the test strips as directed in the labeling. Quality control checks after the event indicated that the strips were damaged. Labeling clearly indicates that unusually high results can be caused by storing the strips in the vial without cap being tightly sealed.